Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced female stress incontinence, urinary frequency, urgency and nocturia.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 along with concurrent anterior/cystocele/enterocele repair due to sui, cystocele, grade 3-4 enterocele. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.